Event description:
It was reported that a patient presented with grade 4 functional mitral regurgitation (mr), thickened leaflets, dilated left atrium, and rotated heart. For a mitraclip procedure. The first mitraclip was implanted on central anterior 2 and posterior 2 leaflets (a2p2). The second mitraclip, an nt, was placed medial to the first clip on central a3p3. The deployment sequence was started, and during the first establish final arm angle (efaa) of the procedure, the clip settled to 5-10 degrees. The lock line was removed. Second efaa was performed, and the clip opened to an ~60 degree angle. Troubleshooting was attempted, but the clip had to be closed all the way down and deployed as the lock line was removed. As the release pin was removed, the clip re-opened to 60 degrees. The clip remained stable, but there was a residual jet medial and lateral to the nt. Two amplatzer devices were used to treat the residual mr. One was placed between the two clips and the other between the nt and the medial commissure. The mr was reduced to grade 1-2. Per the physician, the first instance of the clip opening was normal device settling and the second and final opening was due to the device itself. There were no adverse patient effects or clinically significant delay. No additional information was provided.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint did not indicate a lot specific issue. Based on available information, the cause of the reported unintended movement (efaa & cowl) cannot be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Imaging review: one (1) fluoroscopic still image was provided in which two fully deployed clips can be visualized, with no cds or sgc in view, indicating the image was taken post deployment of the second clip (reported device). It was reported that the first clip (no reported issue) was implanted central a2/p2 and the second clip (reported device) was implanted medial to the first on a3/p3. It can be deduced that the reported device is the left clip (medial) in the image and the first implanted clip is on the right. The second clip (reported device) appears to have an arm angle of ~20° and the first clip (no issue) appears to have an arm angle < 10°. While these are estimations based on visual assessment with the naked eye and are not confirmed, it is apparent that the second clip is opened to a larger degree, as compared to the first clip. However, two observations are noted: 1. The clip arms of the first clip (no reported issue) appear to be parallel with no visible space between the tips of the clip arms. This is indicative of clip overclosure. It should be noted that per the IFU (el2119397) section 30.0 closing the clip and evaluating clip position, step 30.2, the user is instructed to "slowly close the clip just until the leaflets are coapted and mr is sufficiently reduced. The clip should maintain a "v" shape. Warning: do not use excessive force to close the clip further than is necessary to adequately reduce mr. Leaflet injury may occur. Do not close the clip too tightly as it may result in leaflet injury or an inability to deploy the clip. Inability to deploy the clip may result in worsening mitral regurgitation, cardiac injury, slda, and / or conversion to surgical intervention". 2. The second clip (reported device) appears to be in a closed state consistent with the IFU (~20°) and does not present with a significant arm angle typically associated with cowl. The observed clip arm angle in the image provided does not align with the reported details of "as the release pin was removed, the clip re-opened to 60 degrees". Further consideration should be made based on the placement of the clip; the a3/p3 segment of the valve is more commissural, as compared to a2/p2, which typically has more chordae present. It is possible the second clip grasped chords, in addition to the leaflets, which results in increased force on the clip arms during closure. However, it should be noted that the second clip arm angle does not appear abnormal, and the clip lock mechanism held. Based on the image provided, the reported post deployment cowl in which "as the release pin was removed, the clip re-opened to 60 degrees" cannot be confirmed as the clip presents with a clip arm angle consistent with the IFU and notable less than 60°. Furthermore, the reported failed second efaa cannot be confirmed based on the image provided as it was taken post deployment and did not capture pre-deployment maneuvers. Lastly, no pre-deployment cine of the reported clip was provided; as such, no assessment or comment can be made regarding the pre-deployment state of the clip (clip arm angle prior to dc detachment), if and/or by how much the clip opened prior to mechanical separation. There are no other observations based on the image provided.